Event description:
The customer contacted heartsine to report that the on/off button was defective. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Manufacturer narrative:
Heatsine evaluated the device and was able to verify the reported issue. The reported issue was attributed to corrosion within the membrane pcb, on the on/off button dome and its contact pads. This had resulted in the button failing to make contact with the membrane pcb, therefore the device being unable to be powered on. The fault could not be replicated after corrosion was cleared. The corrosion on the usb contact collars, device screws, beneath the on/off button dome and its contact pads, membrane tail and multiple temperatures below the indicated minimum of 0°c, with low of -4.1°c recorded on the 2nd february 2025, would indicate that the device had been stored outside the indicated conditions. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The customer contacted heartsine to report that the on/off button was defective. In this state the device may not be able to deliver defibrillation therapy, if needed.there was no patient use associated with the reported event.

Event description:
The customer contacted heartsine to report that the on/off button was defective. In this state the device may not be able to deliver defibrillation therapy, if needed.there was no patient use associated with the reported event.

Manufacturer narrative:
The customer's device was not returned to heartsine for evaluation. A cause of the reported issue could not be determined.